Manufacturer narrative:
The customer¿s report that the needleless connector stuck down and leaked, identified as a valve stickdown, was confirmed. This can result in the reported leakage. The used valve was activated using a lab extension set's male luer tip. When deactivating the valve, it was observed that the valve's return behavior had a stick and slow return. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).

Event description:
It was reported that after approximately 24 hours in use, the needleless connector on a port a cath was flushed with a 10ml ns prefilled syringe; the needleless connector stuck down and leaked normal saline. The connector was changed and the customer states there was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that after approximately 24 hours in use, the needleless connector on a port a cath was flushed with a 10ml ns prefilled syringe; the needleless connector stuck down and leaked normal saline. The connector was changed and the customer states there was no patient harm.